Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad was intact, no lifting or peeling was observed, the up/down/ok keypad buttons were intermittently responding to user input during testing, the contrast keypad button required excessive force to activate during testing, it was observed that the contrast key contact was misaligned, the contrast key contact was inverted, and the up/down/ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination found under all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up arrow keypad button reportedly slow to respond when pressed. The patient claimed that the button does not spring back as normal; however, keypad still intact. There was no adverse event associated with this complaint.